Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No sticky button noted. All buttons function properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and the buttons are getting stuck. The blood glucose reading is 348 mg/dl. The insulin pump will be replaced. Nothing further reported.